Manufacturer narrative:
This report is filed (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain and drainage at the implant site and was prescribed antibiotics (date not reported). In (B)(6) 2016 (day not reported) the patient sustained a head trauma and subsequent loss of osseointegration (B)(6) 2016. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.